Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 252 mg/dl. Reportedly, the customer is on vacation and put their pump into storage mode. The customer reverted to an alternate method of insulin therapy until they return from vacation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.